Event description:
Pt e-mailed the following: I had this product applied to a front tooth 10 weeks ago and since then I have been suffering constant pounding headaches and dizziness, impaired cognitive function, brain fog, erratic emotions and mood, fever and generally feeling very unwell. This is the first composite product that has ever caused such a reaction from myself as I have had other composites applied to the tooth in the past without this reaction. The most severe symptoms of the ones I have listed is headaches and poor cognitive function. In consulting medical assistance, I have been advised that as I have only had these symptoms since the day I had the product placed and they haven't improved, that the product be removed from the tooth to see if they improve. If you would like me to keep an update for you on the situation I will be happy to. There is just something in your product I'm adversely reacting to. Pt was sent ingredients list and a series of questions. The pt replied with the following on (B)(6) 2013: as I will need to returned to the dentist to have the product removed (as I just don't feel better) I will inform him of your question requests and get as much info as I can for you. Reference MFR report # 9610902-2013-00113.